Event description:
Antibiotic was started and nursing stopped pump due to the increased drip rate. Nursing had paused antibiotic and the chamber continued to drip. The tubing was then clamped and stopped. Pump and tubing was removed and given to management. Because this has occurred before in our hospital, the rn knew to watch and monitor the drip chambers to insure this exact thing did not occur so the incident did not reach the patient in this case. Bio-med tested tubing following incident in patient's room. It was noted that even with pump was not on, if the clamp of the secondary tubing was opened, the fluid from the secondary bag began to rapidly backflow into the primary bag filling the drip chamber and eventually backflowing into the primary fluid bag. Therefore the backflow valve that is supposed to prevent the medication from going up the tubing to the primary bag was not doing what it was supposed to do.